Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed motor error and motion sensor test failure. Customer's blood glucose level was 11.2 mmol/l. The customer was able to rewind the insulin pump. The insulin pump also alarmed no delivery. Customer was advised to discontinue use of the device and revert to backup plan. The device was not returned.

Manufacturer narrative:
The pump passed the operating currents measurement, self-test, rewind, basic occlusion, prime and displacement tests. The pump was received stuck in a motor error alarm loop during the bolus delivery. No motion sensor test failure alarms were noted. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the unexpected restart, occlusion or no delivery tests due to the motor error alarm. The pump had cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.